Event description:
Reported condition: customer reported loose screw on blood pump rotor. The national service after investigating, identified that bolts and u nuts were missing from rotor and gap test out of specifications. Installed new blood pump rotor assembly, and performed blood pump occlusion adjustment procedures. The machine operates per the manufacturer's specifications.